Manufacturer narrative:
The unit was manufactured on 10/30/2015 and was not returned to zimmer biomet surgical previously for service. There were no related nonconforming material reports, notice of defects or request for deviations within the device history record. It was initially reported that during surgery the dermatome cut too deep. Customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates and screw driver for evaluation. Quality evaluation revealed minor cosmetic to the handpiece, and no noticeable damage to the power cord assembly. The master blade was flush with the control bar. The device was tested and found to be within motor speed specifications using both the customers power supply (sn (B)(4)) and the test power supply. Prior to and post repair, the repair technician found that there was no problem with the unit. The device operated within motor speed specifications. The device met calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the standard repair parts and the hex socket set screw. The device was repaired, calibrated and tested; post-repair evaluation of the motor revealed no apparent corrosion and the motor was rotating freely and was not drawing excess current during a motor speed test. The customer's reported event was not able to be reproduced. Testing revealed that the device was within calibration at all settings and the device was also within speed specifications. The master blade was found to be flush against the control bar as well. As the device operated as intended, the reported event was most likely related to user technique. The unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer. There are no recommended actions at this time.

Event description:
Additional information recieved on apr 12, 2016 stated thatthe surgery time was extended by 10 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery, the dermatome cut too deep. The medwatch report no. (B)(4) stated that the patient is a (B)(6) with a history of squamous cell cancer who had undergone excision of the cancer at an outside facility. The patient had a deep surgical wound that would require additional surgeries to repair. On (B)(6) 2016, the patient underwent wound repair including burring of the skull with placement of integra. The next surgical procedure to close the wound was scheduled on (B)(6) 2016. The purpose of the procedure was to cover the wound with a split-thickness skin graft. During the (B)(6) 2016 procedure a donor graft was being harvested from the left thigh using a zimmer electric dermatome. The surgeon reported that while attempting to harvest a skin graft the dermatome skipped causing a full thickness tear of the skin, which was repaired with deep 4-0 vicryl interrupted sutures and a running subcuticular monocryl 4-0 stitch. There was a report of harm, injury or adverse event to patient as the dermatome skipped causing a full thickness tear of the skin and an additional graft was taken on the same leg adjacent to the original using a different dermatome. The procedure was completed with no further complications.